Manufacturer narrative:
Device evaluation: the product testing could not be performed, as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records review shows, that the units were released within specification. There is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. A search of complaints revealed, that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient age or date of birth, weight, and ethnicity: unknown/ not provided. Initial reporter telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during intraocular lens (iol) implantation, haptic was broken. Doctor decided to leave the iol in the patient eye and observe post-op. During post-op review, the iol was decentered and subsequently explanted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 2, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received with a haptic detached. The lens was cleaned and, scratches could be observed on the optic body. No further issues were observed. Conclusion: the reported complaint issue of damaged haptic could not be confirmed. However, the observed issue detached haptic is similar to the complaint issue damaged haptic and could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.